Manufacturer narrative:
Device not returned, follow up conversation with reporting physician.

Event description:
A patient underwent a balloon kyphoplasty procedure at levels t4 and t5. Subsequent to the procedure, the patient developed cellulitis of the upper extremity and was treated with antibiotics. Approximately one month after the procedure, the patient was treated with antibiotics for osteomyelitis at level t4. The treating physician believes that the initial bacterial infection may have spread to the cement and colonized the bone at that area, resulting in the osteomyelitis.